Event description:
During a procedure for treatment, after doing one injection the device needle would not retract. When attempting to remove the device through the scope, it got caught on the biopsy port and the tip broke. The tip was retrieved from the pt with a snare. The procedure was completed with another device. The pt's condition was reported as fine. Upon eval of the device by this MFR, it was found that the needle guide tube was also detached from the device. The tip was not received for analysis. The device was found to meet all other drawing specifications. A lot history review showed no other complaints for this lot number. Co is unable to determine a failure mode for the device since no anomalies were found with the device. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between this device and the reported event.